Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that frozen egv values was reported. No additional patient or event information is available. Data was provided, data analysis could not confirm the allegation of frozen egv values. A root cause could not be determined via data.